Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that since implant the patient could not get the controller and implantable neurostimulator (ins) charged at the same time. The consumer had to charge the ins 1-2 times a day and the controller needed to be charged after they charge the ins. The therapy was not doing them any good if it was going to keep going this way per the consumer. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient¿s need to charge one to two times a day was unexpected, but they stated it seemed much better now. They stated that they had met with a rep who reset their settings, but now it was not helping them very much. It was reported that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.